Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 12-apr-2024, it was reported that patient faced an infusion set was leaking event. No further information available.